Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent a mesh removal on (B)(6) 2013, due to it ¿knuckled up¿ within the hernia defect. A mesh was then implanted on (B)(6) 2013 by dr (B)(6) at (B)(6). It was reported that the patient continues to have pain, and difficulty with bowel movements.